Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55811015550, 510k# k122433, and upn (B)(4) is approved for market in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery at t11/12 and l2/3 due to vertebral body collapse and pseudoarthrosis occurred to l1. Post-op, the patient fell from the bed at the 3rd day after the operation and also tumbled several times. The patient did not listen to the healthcare professional. The sinking and movement of t2, and the load to the screw occurred due to tumbling. Patient suffered pain in lumbar and back and prolonged hospitalization as a result of this event. The screw implanted left side of l2 loosened. Patient underwent revision surgery as a result of this event. It was such a looseness that bigger screw could not replaced, so the surgeon replaced the screw with the hook and the operation was completed.

Manufacturer narrative:
Radiological image review results: post-op x-ray CT for anterior/posterior stabilization of l1 fracture. The anterior interbody graft is deviated and positioned into the interior vertebral body with little baseplate extent with the superior body no anterior fixation plate is present, the base plates appear undersized compared to the vertebral bodies and expanded height of the cage is taller than the corpectomy space. If information is provided in the future, a supplemental report will be issued.